Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. It was reported that the patient's blood glucose that day was 367 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.